Manufacturer narrative:
The main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type catheter product ID (b(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient the catheter (B)(4) was returned for analysis. Catheter analysis found coring, tearing, cuts in the seal of the sutureless connector which met leak criteria. The conclusion code (B)(4) no longer applies and was replaced with (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The following device, method, result, and conclusion codes were added due to the additional information received regarding the pump: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 28-oct-2019 from a healthcare professional (hcp) who reported that the need for the pocket revision was due to difficulty accessing the pump due to weight gain. The patient weighed approximately (B)(6) at the time of the event. It was clarified that during the failed dye study, the physician was only able to obtain 0.25 ml. With regards to the successful bolus code being immediately followed by an unsuccessful bolus code in the patient activation logs on (B)(6) 2016, per the hcp, the patient had not complained of difficultly receiving a bolus; had not reported seeing a poor communication screen or unexpected bolus denial message; and had not reported symptoms on that date. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8596sc, serial# (B)(4), implanted: (B)(4), product type catheter.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine (2.0mg/ml at 0.6008mg/day) and bupivacaine (10.9mg/ml at 3.274mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that a dye study was performed on (B)(6) 2017 as part of a routine pump replacement. The patient reportedly showed no symptoms or signs of withdrawal, and reported that the therapy was working very well. At the surgery to replace the pump, no cerebrospinal fluid (csf) or drug was coming from the catheter. The sutureless connector portion of the catheter was trimmed off, but no csf or drug was flowing. A new sutureless connector was attached, filled with drug, and a back-table prime was performed. The healthcare provider decided not to replace the entire catheter at the time as the patient was not symptomatic. Pump logs indicated no anomalies regarding the pump, and the patient activation logs showed oneinstance on (B)(6) 2016 at 16:43 of a successful bolus request (indicated by an 88) immediately followed by an unsuccessful request (indicated by an 89). It was unknown whether any environmental, external, or patient factors led to the issues, and it was unknown if any troubleshooting or other diagnostics were performed. It was unknown if the situation was resolved, and the patient's status was alive - no injury. No further complications were reported or anticipated as a result of this event.

Manufacturer narrative:
The pump serial number was previously reported as (B)(4); however, that is the serial number of the replacement pump. The serial number of the pump associated with the event is (B)(4). Information references the main component of the system and other applicable components are: product ID 8596sc lot# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type catheter: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jun-27. It was reported that a surgical procedure was scheduled after the failed dye study on (B)(6) 2017. The pump was scheduled for replacement because the elective replacement indicator (eri) was less than 6 months. It was also noted that the reason for the revision was "pocket revision too." The tip location was last known to be at t5. The implant site was indicated as "lower right abdomen (?)" The patient was scheduled for day surgery, with monitored anesthesia care (mac) in the prone position. Special equipment was noted as c-arm. The revision was performed on (B)(6) 2017. It was noted on the pump logs that the implanted length of the catheter was 52.5 cm, and 18 cm were removed from the pump segment, and 7.6 cm were added. No further complications were reported or anticipated as a result of this event. There was no weight on record for the patient. The indication for use was degenerative disc disease/herniated disc pain and non-malignant pain. The patient's diagnosis was reported as (B)(4) - other intervertebral disc degeneration, thoracic region. It was stated that the patient had allergies to clindamycin, cephalexin, and intravenous pyelogram (ivp) dye. Comorbidities included being wheelchair bound and arthrogryposis.